Event description:
It was reported that this patient's right atrial (ra) lead triggered a lead safety switch due to high out of range pace impedances. Review found that impedance measurements had been jumpy prior to the safety switch. The lead was found to be dislodged and was causing loss of capture in the ra. A revision procedure then occurred to reposition the lead, but the existing right ventricular (rv) lead then became dislodged during the procedure as seen via x-ray. The physician then explanted and replaced both the ra and rv leads. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on (B)(6) 2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62258 to 2124215-2018-60283. This report is follow-up # 1.

Event description:
This supplemental report is being filed because the product was returned and analyzed.

Manufacturer narrative:
Device evaluation: this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:22 pm CT. The report number is being corrected from: 2183959-2018-61823to: 2124215-2018-60283.

Event description:
It was reported that on 26-sep-2018, in conversation with the physician, the patient had an aus device removed about a week prior to (B)(6) 2018 due to a scrotal infection. The original aus device was implanted on (B)(6) 2015. The patient is stable. Product is not available to be returned for evaluation.